Event description:
Additional information received. - how much of the product was affected? 1 - was there any harm to the patient/healthcare professional? (Detail) no. - was there a need for medical and/or surgical intervention because of what happened (imaging tests, surgery, administration of medication, etc.)? (Detail) no - was there any exposure of blood or chemotherapy to the mucous membranes (eyes, nose and mouth) or skin? If so, please state whether the exposure was to the patient or the professional and what measures were taken. (Detail) no. - what medication was being administered? Not handled, checked beforehand. - was the hub broken before or during use on the patient? During handling it was seen that it was already broken. - was the device inspected before use? Yes. - is the sample contaminated? If yes, please state the substance. No - could you send me photo samples of the sample? No. - for sample collection and replacement, please inform attached in fup - how many units are available for collection: 1 - the sample is contaminated, if yes, the substance is not.

Manufacturer narrative:
Sample received for investigation. Through visual inspection, broken plunger is observed, therefore the incident is confirmed. A device history review was performed for reported lot 3229637, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Based on the quality team's investigation, possible root cause is related to poor positioning of the transfer disc, and due to the speed of the assembly equipment it was not noticed by the operator.

Event description:
It was reported that the bd syringe plastipak 3ml s/su had a broken plunger rod.the following information was provided by the initial reporter translated from spanish to english:"broken plunger."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field.h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.